Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post ventricular assist device (vad) implant, the patient was extubated, and started on heparin. The next day, the patient appeared to be lethargic and diaphoretic, a chest xray was performed. The patient had a decrease in urine output, and an increase of blood glucose. The patient was taken back to intensive care unit (ICU) and started on intravenous (IV) medications. Lactate dehydrogenase (ldh) was elevated. A day later, computerized tomography (CT) scan was performed and revealed subacute infarct in left middle cerebral artery(mca) territory without acute hemorrhage. Patient had also flipped into atrial fibrillation with rapid ventricular rate (rvr) and converted back to sustained release (sr) on antiarrhythmics IV medication. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that post ventricular assist device (vad) implant, the patient was extubated, and started on heparin. The next day a chest x-ray was performed, and the patient was lethargic and diaphoretic. The patient had a decrease in urine output, an increase in blood glucose and was later transferred to intensive care unit (ICU) and treated with intravenous (IV) medications, which eventually decreased the elevated lactate dehydrogenase (ldh). The next day, a computerized tomography (CT) scan revealed a sub-acute infarct in the left middle cerebral artery (mca) territory without acute hemorrhage and the patient had also flipped into atrial fibrillation with rapid ventricular rate (rvr) and converted back to sustained release (sr) on antiarrhythmic IV medication. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated sections: - b7.relevant history investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one (1) day post ventricular assist device (vad) implant, the patient was extubated, weaned off of epinephrine, and started on heparin drip (gtt). The next day, the patient appeared to be lethargic and diaphoretic, a chest xray showed pulmonary edema. The patient had a decrease in urine output, an increase in blood glucose in the 400¿s, arterial blood gas (abg) was normal, international normalized ratio (inr) was 1.6, and partial thromboplastin time (ptt) was 67.7. The patient was taken back to intensive care unit (ICU) and started on milrinone and bumex gtt. Lactate was elevated to 3.5 and eventually decreased to 2.5. An echocardiogram was done and showed no valvular abnormalities. A day later, the patient was no longer lethargic, and glucose stabilized after endocrine was consulted. Neurology was consulted and a computerized tomography (CT) scan revealed a subacute infarct in the left middle cerebral artery (mca) territory without acute hemorrhage. The patient had also flipped into atrial fibrillation with rapid ventricular rate (rvr) with rate of 130-160s and converted back to sinus rhythm (sr) on amiodarone gtt. Repeat CT was ordered and showed no new changes. Treatment for the infarct was not given as the patient had no focal deficits and moved all extremities equally. In addition, the patient¿s mean arterial pressure (map) was stable. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation completion. Correction b5: event description was corrected to include additional patient signs/symptoms and clinical actions. Correction b6: laboratory data was corrected to include the diagnostic testing results. Correction h6: patient ime code and imf code were updated. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that post ventricular assist device (vad) implant, the patient was extubated, and started on heparin. The next day a chest x-ray was performed and the patient was lethargic and diaphoretic. The patient had a decrease in urine output, an increase in blood glucose and was later transferred to intensive care unit (ICU) and treated with intravenous (IV) medications, which eventually decreased the elevated lactate dehydrogenase (ldh). The next day, a computerized tomography (CT) scan revealed a sub acute infarct in the left middle cerebral artery (mca) territory without acute hemorrhage. The patient had also flipped into atrial fibrillation with rapid ventricular rate (rvr) and converted back to sinus rhythm (sr) on amiodarone gtt. Repeat CT was ordered and showed no new changes. Treatment for the infarct was not given as the patient had no focal deficits and moved all extremities equally. In addition, the patient¿s mean arterial pressure (map) was stable. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.